Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the journal of clinical medicine titled ¿a technique to augment arthroscopic bankart repair with or without a metal block: a comparison¿. The study reviewed eighty (80) patients who underwent shoulder procedures using arthrex pushlock devices. Twenty (20) patients were documented to have had glenohumeral instability resulting in five (5) patients experiencing a revision. Ref: vedrenne, p., et al. (2025). "A technique to augment arthroscopic bankart repair with or without a metal block: a comparison." J clin med 14(2).